Manufacturer narrative:
A patient had discharge, pain/discomfort and suspected infection on the top of both anchors was reported to abbott. IV antibiotics were administered. Surgical intervention was undertaken wherein the system was explanted to address this issue. The results of the investigation are inconclusive since the device was not returned for analysis. Device history record was performed to review and confirm the sterility of devices. A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Section b3: date of event is estimated.

Event description:
It was reported that patient experienced discharge as well as pain/discomfort due to cyst and suspected infection on the top of both anchors. IV antibiotics were administered. Surgical intervention was undertaken wherein the system was explanted to address this issue.